Event description:
Electrotherapy treatment in process for approximately 5 minutes when patient reported sharp increase in electrical activity to the point of pain. Halted electrotherapy treatment by turning off power - the unit did not respond to pressing "end."